Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.